Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be conclusively determined. It is likely the event occurred due to user error since it was confirmed that the user's reprocessing steps deviated from the instructions for use (IFU). Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Updated field (h10) the customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. The forceps elevator moved to raise and lower three times in the water during aspiration. The aspiration was done with both the 1st and 2nd positions of the suction valve. During manual cleaning, the detergent used was sekusept pure clean. The instrument/suction channel and suction cylinder instrument channel port were brushed. The disinfectant used was endo disinfectant. The automated endoscope reprocessor (aer) used was etdg, rdge with endo detergent and endo disinfectant. The water quality was controlled (water filter) and the filter was not replaced periodically in accordance with the instructions for use. The device was dried by blowing with clean compressed air and the dry process of aer/wd and stored in a simple cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Prior to the device evaluation, the device was sent out for additional microbiological testing. The distal end unit, instrument/biopsy/suction channel, air/water channel and auxiliary channel were sampled and there was no bacterial detection. The obtained results are in conformance with the requirements. The hygiene microbiological microbiological results and cleaning, disinfection, and sterilization (cds) summary from the customer have not been received even after three good faith effort (gfe) attempts. The device evaluation found the plastic distal end cover had a scratch, the adhesive on the bending section cover was detached, the connecting tube had a scratch, the universal cord had a peeling coating, the flexibility adjustment ring had a scratch, the grip had a scratch, the air/water cylinder had no color, the switch box had a scratch, and the light guide cover glass had a scratch. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was contaminated and even after repeated reprocessing, the device was not ready for use. The defect was found during the check that was conducted as part of the reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.